Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had frozen display and pump error alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer was unable to clear the alarm. Customer reported the screen was not completely blank. Insulin pump screen did not turn off. The device will be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error alarm and unable to download, problem isolated to the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify pump error 131 alarm and frozen display due to critical pump error alarm.